Event description:
It was reported that during a routine follow-up high capture thresholds were observed. Patient was asymptomatic. The lead was explanted and replaced. Patient condition was fine.

Manufacturer narrative:
(B)(4). Product not returned.